Manufacturer narrative:
UDI: (B)(4).

Event description:
The terminal lead pin was found bent upon removal from the device packaging. An attempt was made to straighten the pin, but the pin broke. The impedance values were abnormal. Another lead was used to complete the procedure.

Manufacturer narrative:
The field report of bent terminal lead pin was confirmed but the field report of ¿electrical values were not good¿ was not confirmed. As received, a complete lead was returned. Visual inspection and x-ray examination of the lead found the connector pin was found to be bent but not broken. The bend observed is consistent with damage caused during handling. Electrical testing found no indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any additional anomalies.